Event description:
A report was received that the patient checked into the hospital with an oozing wound. It was discovered that the patient had a hematoma. The hematoma was drained and the patient was placed on IV antibiotics. The oozing has cleared and the wound is slowly healing. A vac dressing will be done to help close the wound.